Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, there was no evidence of moisture observed behind the display. The audio bolus button cover was observed to be missing; the button response issue was unable to be tested due to the missing button. A leak test was performed and a leak was found. The pump was opened and no evidence of moisture was found on the audio bolus button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under responsive. The audio bolus button cover was reported to be missing and peeling from the pump. It was also noted that there was moisture in the audio bolus button area and behind the display. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.